Event description:
It was reported that a malfunction alarm occurred with the customer's pump, resulting in the display of malfunction code 16, which could not be reset. There was no reported adverse impact on the customer's blood glucose level. As a resolution, technical support arranged for the replacement of the pump, confirmed the shipping address, and instructed the customer to switch to manual injections as a backup therapy. The customer was also guided on putting the pump into storage mode and returning it within ten days using a pre-paid label.